Event description:
It was reported that during angioplasty of a venus stenosis, the pta balloon allegedly ruptured circumferentially. It was further reported that upon retraction through the 7fr sheath, it was identified that a segment of the balloon detached and remained in the patient. The health care provider decided to conclude treatment and schedule a retrieval procedure in the operating room on the same day.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: a portion of the device was returned for evaluation. A visual inspection found a circumferential rupture on the barrel of the balloon. Additionally, the inner guidewire lumen was found to be completely detached; the distal portion of the device was not returned for evaluation. Therefore, the investigation is confirmed for the reported circumferential rupture, and for catheter and balloon detachment. The balloon rupture likely contributed to the balloon and catheter detachment. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during angioplasty of a venus stenosis, the pta balloon allegedly ruptured circumferentially. It was further reported that upon retraction through the 7fr sheath, it was identified that a segment of the balloon detached and remained in the patient. The health care provider decided to conclude treatment and schedule a retrieval procedure in the or on the same day. There was no reported impact or consequence to the patient.